Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv stabilizer lever did not work properly. The complaint form stated "because lever adjustment didn't work well, this couldn't be used for operation". A replacement unit was used to complete the procedure. The hospital did not report any patients effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. There was no evidence of blood on the unit. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail. When the mount lever was pulled back, the mount was secured in place. Based upon these findings, the reported complaint "lever did not work properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).